Event description:
Customer reported device = 573mg/dl. Customer was taken to the hospital a couple of hours later. Hospital device = 104mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent.